Event description:
It was reported that pump display had pixel issue that affected ability to read and interact with pump screen. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump into storage mode before return, and was advised to reenter pump settings and reconnect continuous glucose monitor on replacement pump, while technical support arranged shipment of replacement pump and provided prepaid return instructions, all of which customer understood and acknowledged.